Event description:
Philips received a complaint by the customer on the v60 indicating that a machine and proximal pressure sensor failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a machine and proximal pressure sensor failure occurred. The customer stated they had replaced a few parts, but it did not resolve the reported issue. The customer requested bench service. This investigation is ongoing.